Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. Manufacturing device history: record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Broken top case(handle on the left side) and cracked right plunger case. Force sensor test appeared in event history log. Power on pump, checked force sensor to see if it is in specification and attempted force. The technician found force sensor test alarm at power up screen. The root cause for the reported issue was found to be the force was way negative and needed to be recalibrated. This issue appeared to be caused by normal wear. Pump was over 9 years old and in need of service. Force began to function correctly after calibration. The technician calibrate force and perform preventative measures.

Event description:
It was reported that the force sensor occurred. No patient injury was reported.